Manufacturer narrative:
Qn#(B)(4). Upon initial investigation of the returned sample it was discovered that the product code that was reported by the customer is not the product code of what was returned. The customer was contacted and could not identify the correct product code. It was also determined from the returned sample that the malfunction was not reportable; thus the initial MDR submitted on 03/28/2019 was sent in error.

Event description:
It was reported that: the wings meant to attach the catheter were cut at the level of the threads. The catheter detached from the patient after a little pulling movement. Another catheter was inserted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the wings meant to attach the catheter were cut at the level of the threads. The catheter detached from the patient after a little pulling movement. Another catheter was inserted.